Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a total hip replacement on an unknown date, the surgeon could not hammer the liner into the cup and used an e1 hi-wall ringloc-x liner to complete the procedure without issue. A delay over 30 minutes occurred. No further information has been received.